Manufacturer narrative:
(B)(4). Batch # t5ae81. Additional information was requested, and the following was obtained: can you please clarify what was meant by ¿opened properly but the stapling did not activate¿? Was the device able to be fired? Did the device cut the tissue? If yes, was the cut line complete? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Response: no stapling, no cut tissue. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damage and with a reload loaded. The reload was received fully loaded with staples and the swing tab was found to be in the unlocked position. It was noted that the "doghouse" component of the cartridge was damaged making the reload non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a cystoprostatectomy, the device opened properly but the stapling did not activate. No impact on the patient. No delay in the procedure.